Event description:
It was reported that the device had a no disposable alarm. Air in tubing was also observed. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. However the pumps operators manual states that the pump will alarm and display an? Air in line" message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. It also states that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.